Event description:
It was reported that there had been a multitude of false ventricular tachycardia, fast ventricular tachycardia, bradycardia, asystole, and atrial fibrillation episodes. These were determined to be false due to noise and non-physiologic ventricle-ventricle intervals. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there had been a multitude of false ventricular tachycardia, fast ventricular tachycardia, bradycardia, asystole, and atrial fibrillation episodes. These were determined to be false due to noise and non-physiologic ventricle-ventricle intervals. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was noted to have had a stroke. The patient was witnessed to have been unresponsive. The physician thought that some of the episodes were ventricular fibrillation or seizure activity. The device remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Undersensing was noted as the programmer file shows undersensing with three episodes for asystole of various duration from 5.9 to 50.4 seconds between (B)(4) 2012, 07:29:15 and (B)(4) 2012, 05:04:04.